Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2020-00901. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, tilt, back pain, frequent bathroom breaks. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back pain and frequent bathroom breaks are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the left common femoral vein due to post deep vein thrombosis. The patient alleges tilt, organ and vena cava perforation. The patient further alleges back pain, and frequent bathroom breaks. 09oct2018, per a report from computed tomography; ¿vasculature: there is rightward tilt of the ivc filter with the hub abutting/mildly penetrating the right lateral wall of the ivc. The hub of the ivc filter is located below the level of the renal veins. The struts appear intact. There is penetration of one of the struts through the ivc wall anteriorly for a distance of greater than 1 cm toward and possibly through the third portion of the duodenum. Another strut extends for a distance of approximately 0.5 cm through the left lateral ivc wall and abuts the aorta. There is indeterminate hyperdense material along the inferior aspect of the most posterior strut anterior to the l4-l5 disc space.¿ 14may2019, per a report from computed tomography; ¿there a tulip type ivc filter in place. Tip is below the renal veins. There is tilt of the filter of a moderate degree. The apex of the filter abuts the right side lateral wall of the ivc. In reviewing multiplanar reconstructions the filter device appears intact. There is protrusion of the legs of the device. The most significant is a leg extending anterior and to the left which appears to pass through the third portion of the duodenum. The tip of this leg is a few millimeters from these from segment of superior mesenteric vein. Posterior lady a second leg protrudes through the cava medially and abuts the surface of the terminal aorta likely resting on the adventitia. Another posterior leg protrudes through the cava wall and shows erosion of 1 of the vertebral osteophytes of lower lumbar spine. I cannot exclude the fourth leg does not extend beyond the caval wall and abut the posterior aspect of the more proximal third portion of the duodenum. There is no retroperitoneal fluid collection pseudoaneurysm or vascular occlusion.¿